Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The patient's attorney alleges the patient had "adhesions, hernia recurrence and seroma." While it is unknown which manufacturer's device was implanted in the patient, adhesions, hernia recurrence, and seroma are known risks of surgery and are listed in the bard/davol instructions-for-use as possible complications. The instructions-for-use adequately prescribes the proper method of implantation for this device to prevent damage to the product and injury to the patient. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the actual date of implant surgery is unknown, the information provided states that "in or around (B)(6) 2008 [the patient] underwent an abdominal repair surgery" therefore we are using (B)(6) 2008 as a date implant of the device. As the provided information states "in (B)(6) 2014 [the patient] was admitted for repair of a recurrent ventral hernia." As such we are using (B)(6) 2014 as the date of event. Note: the patient's attorney did not allege a specific bard/davol device, therefore we are reporting this as a generic "flat mesh" device. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that in (B)(6) 2008, the patient underwent an abdominal hernia repair surgery with implantation of a "hernia mesh device". The claim is brought against several manufacturers of hernia mesh including bard/davol. The attorney did not provide product identifiers or name the actual device used to treat the patient. The following was alleged by the patient's attorney: on (B)(6) 2008 - the patient underwent an abdominal hernia repair surgery with implantation of a "hernia mesh device." On (B)(6) 2014 - the patient was admitted "for repair of a recurrent ventral hernia, where it revealed that he had developed significant adhesions and that the mesh had failed." As reported the patient "was caused to suffer serious and dangerous side effects including significant adhesions, hernia recurrence, seroma, physical pain." Attorney alleges a general claim for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿